Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4)implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at unknown dose) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient went to the emergency room (ER) with complaints of nausea and increased pain. The pump was scanned and the logs were read. No abnormalities were noted. The telemetry strip was given to the ER nurse and also faxed to the pain doctor. The ER physician took an x-ray of the pump and catheter and noted it was normal. The patient was admitted to the hospital. The patient status at the time of this report was alive -no injury. No further information was provided. Intervention and outcome information has been requested but was not available at the time of this report. If additional information is received, a follow-up report will be sent.